Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the remaining longevity, from 30% at the device check six months ago to 13% currently. Device data was submitted to technical services for review. Data analysis confirmed the battery was depleting faster than expected and technical services recommended device replacement for within 90 days. If additional time was needed for replacement, new data could be submitted at the end of the 90 days to determine a new replacement window. No adverse patient effects were reported. The local distributor representative reported the patient would be seen again in january and plans for the replacement would be decided at that time. The device remains implanted and in service. The patient was seen in the clinic in (B)(6) 2024 and new device data was submitted to technical services. It was noted a battery depletion (bd) alert was recorded, and the remaining longevity was 10%. Analysis of the data confirmed therapy was unaffected and would remain available for another 90 days, with a replacement window ending (B)(6) 2024. The device may reach elective replacement indicator (eri) or end of life (eol) battery status within the window. At this time, the device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the remaining longevity, from 30% at the device check six months ago to 13% currently. Device data was submitted to technical services for review. Data analysis confirmed the battery was depleting faster than expected and technical services recommended device replacement for within 90 days. If additional time was needed for replacement, new data could be submitted at the end of the 90 days to determine a new replacement window. No adverse patient effects were reported. The local distributor representative reported the patient would be seen again in (B)(6) and plans for the replacement would be decided at that time. The device remains implanted and in service. The patient was seen in the clinic in january and new device data was submitted to technical services. It was noted a battery depletion (bd) alert was recorded, and the remaining longevity was 10%. Analysis of the data confirmed therapy was unaffected and would remain available for another 90 days, with a replacement window ending (B)(6) 2024. The device may reach elective replacement indicator (eri) or end of life (eol) battery status within the window. At this time, the device remains implanted and in service. The device was later explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned and is undergoing laboratory analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the remaining longevity, from 30% at the device check six months ago to 13% currently. Device data was submitted to technical services for review. Data analysis confirmed the battery was depleting faster than expected and technical services recommended device replacement for within 90 days. If additional time was needed for replacement, new data could be submitted at the end of the 90 days to determine a new replacement window. No adverse patient effects were reported. The local distributor representative reported the patient would be seen again in january and plans for the replacement would be decided at that time. The device remains implanted and in service. The patient was seen in the clinic in january and new device data was submitted to technical services. It was noted a battery depletion (bd) alert was recorded, and the remaining longevity was 10%. Analysis of the data confirmed therapy was unaffected and would remain available for another 90 days, with a replacement window ending (B)(6)2024. The device may reach elective replacement indicator (eri) or end of life (eol) battery status within the window. At this time, the device remains implanted and in service. The device was later explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the remaining longevity, from 30% at the device check six months ago to 13% currently. Device data was submitted to technical services for review. Data analysis confirmed the battery was depleting faster than expected and recommended device replacement for within 90 days. If additional time was needed for replacement, new data could be submitted at the end of the 90 days to determine a new replacement window. No adverse patient effects were reported. The local distributor representative reported the patient would be seen again in january and plans for the replacement would be decided at that time. The device remains implanted and in service.